Event description:
The subject device was sent to olympus for evaluation with no complaints. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: inspection of the endoscopic system operation manual. Important information ¿ please read before use warnings and cautions. Olympus will continue to monitor field performance for this device. In addition, the suction cylinder was dirty because of debris adhering to the device due to reprocessing not being performed in a timely manner, the water removal ability did not meet the standard due to clogging of the nozzle, the nozzle was deformed due to a shock applied to the distal end, angulation in all directions did not meet the standard value and the play of the up/down and right/left knobs was out of standard due to wear of the angle wire, there was a gap in the adhesive on the bending section cover, the connecting tube was dented due to being caught and pinched, the connecting tube was wrinkled due to the resin being cracked due to chemical stress applied during reprocessing, the connection between the bending section and connecting tube was not secured due to deformation of the bending tube, the universal cord was dented due to physical stress, the universal cord was sticky due to the resin becoming detached/deteriorated, the universal cord was scratched due to physical stress, the objective lens was cracked due to a shock caused by dropping and knocking the device to a hard surface, the light guide lens was chipped and cracked due to a shock caused by dropping and knocking the device to a hard surface, the light guide lens was dirty due to insufficient cleaning, the distal end cover was shaved due to a crack in the resin part caused by handling, the scope connector was discolored due to chemical stress during reprocessing, the electrical connector was dirty due to insufficient cleaning, switch two had a cut due to physical stress, the scope connector cover was discolored, the grip, control unit, right/left knob, and up/down knob were discolored due to chemical stress during reprocessing, there was a decrease in output light because of light guide bundle breakage, the device leaked due to deformation of the electrical connector, and the insulation resistance value at the distal end did not meet the standard value due to a chip on the distal end cover. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.